Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve was not holding pressure settings, so the doctor replaced it. It was noted that the valve was 15-20 years old.